Event description:
This spontaneous case was rec'd on (B)(4) 2013 from a physician and concerned a female patient. On (B)(6) 2013, a patient began using perlane (cross linked hyaluronic acid) injections to the nasal labial fold for an unknown indication. On (B)(6) 2013, patient developed swollen tongue. The patient also has a history of geographic tongue. Concomitant medications were not reported. No further information is available at this time. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4).

Manufacturer narrative:
Pharmacovigilance comment: (B)(4) - swollen tongue assessed as serious and possibly related.